Manufacturer narrative:
Device evaluated by MFR: acist requested the acist angiographic injection system, model cms2000, serial number (B)(4), and consumable kits used during the event be returned to acist for investigation and evaluation. The user facility elected not to return the cms2000 injection system and consumable kits to acist and the lot numbers of the consumable kits were not provided. The device history record was reviewed for the cms2000 injection system and the device was manufactured according to acist specifications. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. The cause of the event is unknown. This report is considered closed.

Manufacturer narrative:
Acist has requested that the acist angiographic injection system, model cms2000, serial number (B)(4), used during the event, be sent to acist or investigation. Upon completion of the investigation, acist will submit a follow-up report to FDA.

Event description:
During a percutaneous coronary intervention (pci), air was injected into the patient's left coronary artery (lca). The patient experienced st-segment elevation. The patient was transferred to the hospital's ICU; the patient subsequently passed away on (B)(6) 2019.